Event description:
Pt has history of shunted hydrocephalus after ivh of prematurity. Had 16 previous revisions. Last shunt revision in 2004 at the (B)(6) hospital. He presented to (B)(6) hospital ed with severe headache. CT head indicated ventricle enlargement. Taken to operating room for revision on (B)(6) 2013. Proximal catheter and valve changed. Over the next week, he had intermittent symptoms of shunt failure that responded to adjustment of his now new programmable shunt valve (strata ii from medtronic). His parents were concerned about influence of magnetic fields on his new valve. He was returned to the operating room for revision on (B)(6) 2013.